Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine device check. Upon interrogation, the right ventricular lead exhibited low impedance. No intervention was performed. The patient was in stable condition and would continue to be monitored.

Event description:
New information reported stated that on (B)(6) 2016 the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited a low impedance measurements. No intervention was performed. All other electrical lead functions were normal and stable.